Event description:
I am told that the current biohazard bags leak. We fill them with ice for many tests to send to the lab, and apparently if the bags are not sitting perfectly upright when filled with ice, they leak all over the carts with the laptops on them. While the phlebotomist is gloved, also trying to label all their samples now with no dry work surface. This also concerns me as we sometimes receive a leaky urine in a bag though the tube system, can this be an infection control issue? I am told it is coming from the perforation at the top.